Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported that the batteries in the programmer were hot and the patient was unable to power up the patient programmer (pp). The patient was currently in the hospital for shoulder surgery and needed to have the implantable neurostimulator (ins) turned off. No symptoms reported. This occurred on the day of the report, (B)(6) 2016. Additional information received almost a month later via the consumer reported since they were unable to turn the interstim off, the surgeon and anesthesia decided to go ahead with the patient's shoulder surgery. They "grounded" the patient "on the opposite side." The patient called the representative the next day and she adjusted her interstim and gave her a new programmer. All was well. The patient had been told by the doctor that "it [was] not in the right place." An x-ray was performed and in fall, the doctor was going to remove and replace it. It had not done the job.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.